Manufacturer narrative:
Sample was collected in a gel separator tube. Sample centrifugation on automation line: centrifugation speed was 3850 for 7 minutes at room temperature. Sample initially processed when fresh and then refrigerated until rerun. There was no add'l sample remaining for testing by beckman coulter, inc. Quality control was run daily and was in range on the day of event. No system check data was provided. Customer did not report any result flags or event log messages associated with this event. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low access free t4 (thyroxine) test results were obtained for one pt when using the unicel dxi 800 access immunoassay system. The erroneous low test results were reported out of the lab. The initial test results were questioned by the physician because the free t4 did not correlate with the tsh (thyroid stimulating hormone). Repeat analysis was performed with the unicel dxi 800 access immunoassay system and an alternate system, the roche elecsys. Test results for free t4 were higher with the roche elecsys and correlated with the tsh test results. No reports of death or serious injury, and no affect to pt treatment as a result of this event.